Event description:
As reported in a literature article (barber, s.m. Et al (8/18/2014). ¿mid- and long-term outcomes of carotid-cavernous fistula endovascular management with onyx and n-bca: experience of a single tertiary center¿, j neurointervent surg doi:10.1136/neurintsurg-1014-011266), a patient experienced n-bca extravasation requiring occlusion of the parent artery with coils. This was considered clinically insignificant by the authors. The article discussed the off-label use of n-bca or onyx in 21 patients with 24 carotid-cavernous fistulas between january 2006 and (B)(6) 2013.

Manufacturer narrative:
The product was not returned for analysis and the lot number was not provided to conduct DHR. Although based on the available information, no definitive conclusion can be made, patient factors including vessel characteristics, procedural and pharmacological factors may have contributed to the event. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. UDI: unknown part number, all 3 attempts to obtain product were unsuccessful, UDI is unavailable.

Manufacturer narrative:
The product remains implanted, and will not be returned for analysis. Additional information will be submitted within 30 days of receipt.